Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A customer reported that on (B)(6), 2011 "around 7:15-7:30pm", he received readings of 78 mg/dl, 66 mg/dl and 70 mg/dl on his precision xtra meter that were lower than he felt. As a result of this issue the customer reported experiencing symptoms of "shaking", and stated "he started eating sweets and passed out because he had too much sugar." The customer reported experiencing a loss of consciousness. He further reported he self-treated to counteract the event with actos (pioglitazone) and amaryl (glimepiride). No third-party medical intervention was reported. There is no report of death or permanent injury associated with this report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.